Event description:
It was reported that there was a filament regulator error during a procedure with patient involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.